Manufacturer narrative:
Pump was received with cracked select button keypad overlay, minor scratched lcd window, missing reservoir tube retainer, missing reservoir tube o-ring and faded serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of crack on the middle button. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.